Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Tandem technical support arranged to replacement charging supplies. The customer was advised to rely on an alternative method in case the pump battery depletes before the replacement arrives.